Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the during implantation of the preloaded monofocal intraocular lens (iol) the surgeon noticed a white thread in the patient's operative eye. The surgeon believes the thread or plastic piece was in the cartridge (preloaded part of the injector). The surgeon took out the thread out of the patient's eye and did not need to explant the lens. There was no vitrectomy, incision enlargement, or sutures required. The patient did not require any medical attention nor was medication prescribed outside of standard care. The patient has fully recovered. Through follow up it was learned that the patient is doing well. The surgeon did not keep the threads. The filament was removed without any impact on the patient. No further information is available.

Manufacturer narrative:
Device evaluation: no suspect product was received. The customer provided a video and the video was evaluated. The video shows an eye implanted with the iol claimed to be a tecnis 1pc iol preloaded in the simplicity delivery system model dcb00. A thread-like white particle in the intraocular space and its removal was observed. The particle was removed in pieces; a certain degree of particle fragility was observed, but the particle was completely removed. The nature of the particle and its potential origin and clinical impact of the reported incident cannot be determined from a video assessment. The complaint issue "foreign material - loose" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.